Manufacturer narrative:
A company service rep examined the system. The footswitch cable was replaced because of a footswitch error found. The system was then tested and met all product specifications. The footswitch cable is being returned for an in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4) - (B) (4).

Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "cautery not working" (device operates differently than expected). The nurse reported, the system cautery would not work during a case. The cord and bipolar brush were exchanged but cautery still would not function. A secondary unit was brought in for the cautery function only, and the surgery was completed. There was a slight delay of 5-10 minutes. No pt injury was reported.